Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the clip feed properly into the jaws? No. If the clip did not feed properly into the jaws, what was the reported feeding issue (ex, sideways feed, slow feed, multiple clips feed at one time, etc)? Slow feed and clip was scissored did the device fire any clips? Yes. If clips were fired, were there any malformed or scissored clips deployed? Scissored which firing of the device did this event occur on? On the second fire. What vessel or structure was the device fired on at the time of the event? Duct off of gallbladder. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected and five conforming clips were fed and formed. The instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and upon inspection, the tab from the clip track was noted to be damaged; this condition led the clips to be ejected. No conclusion could be reached as what may have caused the clip track damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was off kilter. One side was good and one side was slanted. No additional information was available at the time of call. There was no patient consequence.